Event description:
It was reported that during a procedure an arthroscopic bur produced metal shavings. Not all of the shavings were removed. No patient injury was reported.

Manufacturer narrative:
While the returned device passed all function testing, the visual examination of the device revealed galling marks along the inner shaft. Metal particulates were also observed on the inner shaft hub. The galling marks on the device indicate excessive lateral or "sideloading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Ascent's instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device could not be reviewed because the device was returned without the packaging or labeling and the user facility did not provide the lot number. However, ascent 100% inspects and tests all devices prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.